Manufacturer narrative:
Date of event is an approximate. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient said she had an electrocardiogram (EKG) performed two weeks ago. Patient stated they did not turn therapy off. Patient stated they had to stop the test because the results were affected and the patient was feeling uncomfortable/not good. Patient confirmed she experienced return of symptoms right away and is concerned her stimulator programming has been affected. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.